Event description:
A (B)(6) presented for cardiac lead extraction x 2, due to cied system/pocket infection. A spectranetics glidelight laser sheath was used during the procedure. After extraction of the ra lead, hemodynamic changes were noted. A tear in the ra was repaired. The patient survived the procedure.